Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. Insulin pump received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 184 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.